Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of cardiac failure (heart failure) is listed in the xience sierra everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatments appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
It was reported that on (B)(6) 2021 the patient presented with non-st elevated myocardial infarction (nstemi); therefore, the 3.50x18mm xience sierra was implanted. On (B)(6) 2021 the patient was re-admitted with heart failure. It is unknown what treatment was performed and the final patient outcome is unknown. No additional information was provided.